Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b6, b7, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/02/2026. An investigation was conducted on 04/07/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on the harvesting device handle . There were no visual defects observed on the intact heater wire or the intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and there was a delay in the reactivation after 10-second cooling period. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. The lot # 3000525805 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that vasoview hemopro 2 stopped working during ligation phase. Troubleshooting session of cables and power source however a new vasoview hemopro 2 was opened to complete the procedure. Pre-testing was completed. Power setting was 3. No delay was reported. No patient injury was reported. Linked with ot (B)(4).

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) med ctr. The device has not yet been returned to (B)(6) surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.